Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that no outer packaging was returned. There was minimal solution found in the jar. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There was gasket remnants on the rim of the jar. Crystallized, dried glutaraldehyde along the thread of the jar was present. White particulate was found in the jar. The gasket showed deep peeling in the rubber consistent with gasket stuck to the rim of the jar. The loose pieces of gasket was noted inside of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the evproplus-29, the jar lid was difficult to open, and the sealing material was stuck to the glass jar. There were no loose particles visible. A new valve was used for the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: h6 this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.